Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient lost weight and the ipg became loose in the ipg pocket. As a result, the patient underwent surgical intervention on (B)(6) 2017 to have the ipg pocket revised. During the procedure, it was noted the suture anchoring the ipg had broke. The issue was resolved.